Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had blood leakage from the needle body part. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿ it was found blood leakage at needle body part, then change a new one. ¿

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had blood leakage from the needle body part. Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ it was found blood leakage at needle body part, then change a new one. ¿

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8141417. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , although a sample could not be provided, our engineers were able to determine, through previous investigations, that the root cause for this event is an oversized component found on the interior of the adapter housing. We are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, we are optimizing our swaging process by increasing the depth of housing cavities to accommodate the component, and working with component manufactures to reduce the average size of the affected component. CAPA#642738 has been initiated.